Event description:
Upon removal of this product from the package, it was not secured in the plastic package container and slid off the edge which resulted in contamination. This resulted in the device being wasted and obtaining a replacement.